Event description:
At the beginning of the case, device was working properly. When dr [redacted] went back into surgery site, device stopped working. New myosure reach was opened and this one worked properly.